Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red, raised, bumpy, bleeding in spots and bruising under the sensors. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed mupirocin, clobetasol and fluocinonide creams for the skin irritation. Follow up indicated that the skin irritation improved.